Event description:
According to the reporter: procedure: lap chole. Whilst carry out lap chole consultant noticed something in the abdomen. It turned out to be a strip of plastic, not immediately recognisable. On further investigation the origin of the strip was found to be an endograsp forcep used in the procedure. Piece was removed from abdomen and confirmed complete. No patient injury.

Manufacturer narrative:
(B) (4).